Manufacturer narrative:
Additional information: section d9: device available for evaluation: no. Section d9: device date returned to manufacturer: not returned. Section h3: device evaluated by manufacturer: yes, photo was evaluated. Device evaluation: a customer photo was provided and evaluated. The photo displays the suspect lens overridden by the plunger rod and stuck in the cartridge tip. The plunger rod can be observed to bent, and the cartridge tip can be observed to be damaged. Due to no product being received, no further evaluation could be performed and no further issues could be identified. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens had the cartilage tip mangled. It is unknown if there was injury, and surgical and medical interventions are required. No further information is available.

Manufacturer narrative:
If implanted; give date: n/a. Unknown/ asked but not available. If explanted; give date: n/a. Unknown/ asked but not available. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.